Event description:
The customer stated she lost consciousness at her job due to low blood glucose and she had to be treated by one of her co-workers. The customer did not know what her blood glucose reading was prior to the event but stated that her morning blood glucose reading was 113 mg/dl. The customer also stated that the insulin pump was squirting out insulin during the manual prime. The customer was instructed to discontinue using the insulin pump due to the prime anomaly.

Manufacturer narrative:
The insulin pump alarmed motor error due to a faulty force sensor. Unable to verify the prime anomaly or occlusion test due to the motor error alarm.